Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Manufacturer narrative:
Corrected data: the explant date has been updated in. The surgery date previously reported to the manufacturer by the healthcare professional was in fact a consultation and the procedure was delayed.

Event description:
Further information received indicated that the surgical intervention occurred on (B)(6) 2019, wherein the scs ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging their scs ipg per manufacturer guidelines. As a result, the device became inoperable. Surgical intervention may take place to resolve the issue.